Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. A visual examination of the spyscope ds device found the working channel sleeve extended from the distal cap when received. The proximal end of the distal cap was aligned to the cap weld. There was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. A functional inspection was performed. The spyscope ds was plugged into the controller; there were no issues with the live image. The distal tip would articulate without issue. The device was flushed with a syringe full of water and no leaks were noted along the handle, catheter, or irrigation tubing. A guidewire was inserted into the working of length and the distal end of the device was inserted into the fixture simulating tortuous anatomy. The distal tip was aligned between the black markings on the path, with the shaft of the catheter oriented such that the working channel was on the inside of the radius in the path. The guidewire passed freely through the working channel. The distal end of the exposed working channel sleeve was tugged; it did not detach from the catheter. The catheter was cut open to expose the working channel sleeve. The catheter was pulled back to assess the adhesion of the working channel sleeve to the pebax; the last part of the proximal end of the working channel sleeve appeared to be attached to the pebax. The working channel sleeve did not fall out and the working channel sleeve was pulled out of the catheter. There was strong evidence of adhesion of the working channel sleeve to the inside of the catheter, as seen by the clear/white areas on the proximal end of the pebax and the working channel sleeve braid imprint throughout the pebax region. The evaluation concluded that the complaint investigation conclusion code for the working channel protrusion is "manufacturing process design". There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access & delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, a guidewire was inserted through the scope and was met with resistance. Reportedly, this may have been inserted through the water supply lumen. The guidewire was then reinserted without issue. During the procedure water was noted to leak between the handle and the sheath, and the image was then lost. There was no reported visible damage to the device. The procedure was completed with another of the same device. There were not patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.